Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the integrated electrosurgical generator unit (iesu) to resolve the issue with errors c-34. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed, and the reported failure (error c-34) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported that the integrated electrosurgical generator unit (iesu) generated a c-34 error every time the surgeon tried to use the monopolar cut. Prior to calling in for intuitive surgical, inc. (Isi) technical support, the staff had tried to power cycle the iesu, swap the instrument cord along with the instrument, and power cycle the system. The customer verified that the system was connected directly to a dedicated alternating current (ac) power outlet. The customer did not have an external force triad generator. The customer elected to bring in a second vision side console (vsc) to complete the procedure. The procedure was converted to another da vinci surgical system with no reported injury.